Event description:
It was reported that at 2130, the insulin (myxredlin) infusion (100 units in 100ml 0.9% sodium chloride) was dose verified and programmed by the rn and charge rn. The infusion was started at the ordered dose of 0.05 units/kg/hr. As verified by 2 rns. The pump module alarmed "channel error". The IV tubing was clamped and removed from the pump module. New pump module was obtained, infusion was reprogrammed and verified by 2 rns. Thirty minutes later, the pump module alarmed "air-in-line." The IV infusion bag had ran out and 100ml had been given through the pump. The physician and charge rn were notified. The patient's blood sugar level was checked and it was 289mg/dl. IV fluids were then hung as ordered by the physician. Neuro checks, vital signs, and blood sugar checks were done every 15 minutes for 2 hours followed by every 30 minutes for 2 hours and then every hour per physician's order. Patient remained alert and awake, pupils equal, round, and reactive. Vital signs were stable. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2021-61594 is a concomitant. Please refer to manufacturer report number 2016493-2021-61592, which captured the correct suspect device per investigation report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that at 2130, the insulin (myxredlin) infusion (100 units in 100ml 0.9% sodium chloride) was dose verified and programmed by the rn and charge rn. The infusion was started at the ordered dose of 0.05 units/kg/hr. As verified by 2 rns. The pump module alarmed "channel error". The IV tubing was clamped and removed from the pump module. New pump module was obtained, infusion was reprogrammed and verified by 2 rns. Thirty minutes later, the pump module alarmed "air-in-line." The IV infusion bag had ran out and 100ml had been given through the pump. The physician and charge rn were notified. The patient's blood sugar level was checked and it was 289mg/dl. IV fluids were then hung as ordered by the physician. Neuro checks, vital signs, and blood sugar checks were done every 15 minutes for 2 hours followed by every 30 minutes for 2 hours and then every hour per physician's order. Patient remained alert and awake, pupils equal, round, and reactive. Vital signs were stable. There was patient involvement but no harm.